Event description:
It was reported that a transfer set was leaking from the light blue main body. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was received and evaluated by baxter. A visual inspection and clamp function test noted that the occluder feet were broken. A leak test and a clear passage test were performed with no issues noted. There was no whitish spot on the occluder leg that would indicate possible over-torquing. The sample evaluation confirmed the reported problem, but the root cause was undetermined.